Event description:
It was reported that the pt's extension twisted and broke. The extension was replaced. No pt symptoms or outcome was reported.

Manufacturer narrative:
Final device analysis of the extension revealed the extension was ok, but cut through (suspected explant damage). Only a segment of the proximal end (approximate 23.5 cm long) was returned. The distal end was not returned.